Event description:
It was reported that loss of aspiration occurred. An angiojet spiroflex was used in a thrombectomy procedure in the circumflex artery. During thrombectomy mode, the device was used once for aspiration. The physician then removed the device from body and returned it back, but, this time it would not suction to aspirate. An error message was displayed and no visible defects noted with the catheter. The procedure was completed with another of the same device. There were no patient complications reported..